Manufacturer narrative:
H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately six years and two months following the implant of this transcatheter bioprosthetic valve, the patient presented to the emergency department (ed) for altered mental status concerning for drug overdose and shortness of breath. The patient admittedly had taken more of a narcotic medication in attempt to sleep better, but was having difficulty waking up by family members. A reversal medication was given and the patient became more responsive. In the ed, the patient was tachycardic, normotensive, and hypoxic requiring a non-rebreather. The patient continued to desaturate, was intubated, and was admitted for work up of a congestive heart failure exacerbation and respiratory failure secondary to flash pulmonary edema and aspiration. Additionally, endocarditis was reported and the patient was treated with intravenous antibiotics. A transthoracic echocardiogram was performed and revealed worsening of aortic stenosis and severe paravalvular leak and aortic insufficiency. The patient was treated with a diuretic medication, extubated, and subsequently discharged two weeks later. Six days following discharge, the patient was admitted for a valve-in-valve transcatheter aortic valve replacement with a non-medtronic valve. The patient was discharged two days later. No additional adverse patient effects were reported.

Event description:
Additional information was received which indicated regarding the transthoracic echocardiogram (tte) noted moderate-severe paravalvular leak (pvl)/aortic regurgitation which involved nearly 30% of the circumference. It was also reported that a tte identified severe pvl with 35-40% circumferential regurgitation. A restricted leaflet also was noted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.